Event description:
It was reported that the pulse generator exhibited backup vvi operation when interrogated in its box. The device had been subject to cold temperatures. The device was not implanted.

Manufacturer narrative:
Final analysis confirmed the backup operation. The backup operation could have resulted from an integrated circuit anomaly, which is sensitive to low temperature. Initial reporter: company representative.